Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for a regular follow-up visit with a device reset message. The device was reprogrammed and re-interrogated without further alerts. The device remains implanted.